Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
In 2019 it was reported that shock impedances were trending upward. The device was explanted and replaced on (B)(6) 2021 because it was found the lead was implanted in the cs instead of the rv. No adverse patient events were reported.